Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio observed that the display was cracked and damaged. Physio replaced the lcd display assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the display of their device was blue and yellow and no data was visible. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.